Event description:
Attorney alleges patient was implanted in 2004 with mesh. Patient complained of "acute and chronic pain, nausea and constipation" resulting in a second surgery a year later for a partial resection of the mesh.

Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion can be drawn.